Event description:
The customer reported via phone call that she had a sensor feature inquiry and need assistance with programming the transmitter ID on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was assisted with programming the transmitter ID. Customer was also assisted in rewinding the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.